Event description:
It was reported that the inferior vena cava (ivc) filter had perforated the ivc and adjacent structures. On (B)(6) 2003, the patient was implanted with a greenfield filter. On (B)(6) 2020, the patient underwent an abdominal and pelvic CT scan. The filter was observed to have perforated the confines of the ivc at several locations: the tip, the right anterolateral leg, the anterior leg, the left anterolateral leg, the left posterolateral leg, the posterior leg, and the right posterolateral leg. In addition, the right posterolateral leg extended into the right psoas muscle. There were no further patient complications reported.